Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that pump should be replaced, and pump passed the self-test. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. History was downloaded successfully using thump software. However, the long trace history file confirms pump error 15 alarm on 07/17/2025 07:51:09:000 pm and pump error 23 on 07/17/2025 07:51:11:000 pm due to moisture damage on electronics. The unit p-cap / test reservoir locks in place properly. Unit was received cracked case near belt clip rails. Unit was confirmed for pump error 23 alarm and pump error 15 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.